Manufacturer narrative:
The investigation has been completed. There are no logs necessary to analyze for review of a broken cart. The product did not need to be returned and a replacement was sent out to the customer. The root cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) damaged and was unable to roll or stand. No clinical details regarding resolution. No patient was involved.